Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40's mg/dl. Reportedly, the customer was delivering small boluses which contributed to the low. Reportedly the customer was unclear on the insulin on board function of the pump, resulting in over delivery of insulin. Tandem technical support educated the customer on insulin on board amount being reflected on the pump screen. Recommendation was made to consult with healthcare provider regarding diabetes management.